Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material # 309628 batch # 5056027 verbatim: rcc received a complaint via email. Email(s) attached contaminated 1cc syringe plastic particle inside the syringe product number - 309628 lot number - 5056027. No harm to px or staff.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter one photo of a 1ml luer-lok syringe (part number 309628) was received and evaluated. The photo shows a loose syringe with an unknown white discoloration on the side of the barrel. The condition observed is non-conforming per product specifications. The potential root cause for the foreign matter defect could not be determined from the photo provided. A physical sample is required for a more thorough evaluation and root cause determination. Furthermore, a device history record review was completed for provided lot number 5056027. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.